Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information stating that the patient line had separated from the cartridge. The customer's blood glucose level was impacted (200 mg/dl).